Event description:
Patient in ir for aneurysm coiling. Attempt to deploy a coil but it would not advance through the catheter in place. The physician felt the catheter was positioned well but, due to the need for very hard pushing to get the coil to advance, the coil was removed from the catheter. Other coils deployed without incident.